Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's sensor glucose reading was 50 mg/dl but his blood glucose level was 150 mg/dl. The insulin pump alarmed calibration error and change sensor. He had issues with the serter. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.